Event description:
The bovie pen from laparotomy pack lot# (10) 22jbu824 displayed an error message on bovie console / generator. The console was turned off / on, the error message still occurred on screen. The console was supposed out and bovie pen was plugged in, and it still displayed error. A new bone pen (single package) was retrieved and plugged into original console/generator which functioned without error.